Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seal was removed by the bottom case and plunger assembly. The right plunger case was cracked. The investigator also noted a crack on the right plunger case of the device. A review of the event history log showed that an occlusion test had been run. The investigator performed an occlusion test and was able to replicate the reported motor rate error. The investigator concluded that the motor rate error occurred due to the following worn components: motor assembly, worm gear, lead screw and clutch halves. No real fault was found with the device. The aforementioned components, along with the position pot, plunger cases, barrel clamp head and size pot, and bottom case were all replaced. The device was then re-calibrated and tested. The pump passed all the functional and delivery tests.

Event description:
It was reported that the pump presented with a motor rate error. There was no patient involvement.